Event description:
Patient was seen with high lead impedance and underwent a full revision. The surgeon decided to connect a new generator first and when high impedance was still seen, the lead was then changed. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.